Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Fifteen (15) devices were received for evaluation; fifteen (15) events were confirmed during testing. One (1) device was found to be affected by corrosion. Four (4) devices were found to be affected by shattered bearings, debris and corrosion. Eight (8) devices were found to be affected by debris and corrosion. One (1) device was found to be affected by lack of lubrication, debris and shattered bearings. One (1) device was found to be affected by lack of lubrication and debris. Two (2) devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device overheated. Two (2) reported events resulted in minor patient burns with no permanent impairment. Fifteen (15) reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Corrected data: 2 devices were originally available to evaluation; however, these devices were not returned to the manufacturing facility for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device overheated. 2 reported events resulted in minor patient burns with no permanent impairment. 15 reported events had no patient involvement; no patient impact.